Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. When hv therapy was delivered during dft testing, the lead exhibited noise. Lead was capped and replaced. The patient is doing well and will be monitored.